Event description:
This is a non-us event. The malfunction occurred in (B)(6). The consumer reported a tampon came apart during removal on (B)(6) 2011 and pieces of the tampons remained inside her. On (B)(6) 2011 her dr removed remaining pieces. On (B)(6) 2011 she was not feeling well and visited the dr again. The dr removed another piece of tampon behind her cervix and prescribed amoxicillin.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.